Event description:
Ventilator alarm heard. Nurse responded and found pt to be without apical pulse. Vent screen noted to be blank. Vent examined by MFR rep. Fuse found to have blown. Rptr is unable to correlate the pt's death to equipment malfunction; it is impossible to determine whether the pt expired prior to or after the equipment malfunction. Rptr is reporting this problem for the possible benefit of other user facilities. On 7/29/94, MFR removed and replaced the fuse that had blown and subsequently determined that the machine was in working order and could be returned to service.